Manufacturer narrative:
Medtronic investigation of returned suspect ups battery service kit confirmed the reported complaint. When the battery arrived installed into test ups system. The battery powered on the ups for a couple of seconds then died. Charge battery for 8 hours and test. Battery failed 5 min load test. It only powered on the ups for a couple of seconds. The battery will not hold a charge. The reported event was confirmed to be caused by an electrical failure mode.

Manufacturer narrative:
No patient was present. Medtronic field service representative replaced ups back-up battery pack. Field service engineer performed a system checkout after part replacement. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Suspect ups battery service kit has been returned to manufacturer for further analysis, but evaluation has not yet been completed.

Event description:
A field service engineer found a battery error on the mvs (mobile viewing station) during preventative maintenance. The ups (uninterruptible power supply) back-up battery pack was only holding a 10% charge, indicating weak batteries. No patient was present or impacted.